Event description:
It was reported while unloading a patient from the ambulance, the legs of the stretcher allegedly did not lock into position and the stretcher lowered. No injuries were incurred as a result and no medical intervention was sought.

Event description:
It was reported while unloading a patient from the ambulance, the legs of the stretcher allegedly did not lock into position and the stretcher lowered. No injuries were incurred as a result and no medical intervention was sought.

Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted by an authorized field technician at the customer's location. There were no issues found that would have contributed to the reported incident. Cleaning and lubrication activities were completed and the stretcher was returned to service.